Event description:
It was reported by provider that the m41srr power chair has a 5 flash error code and is driving in circles. The provider states the unit was purchased second hand and did not have additional information regarding to the end user nor the serial number.